Manufacturer narrative:
A ge service rep performed an onsite investigation. The insert was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's x-ray display on the monitor cart would not work. No pt injury was reported.